Manufacturer narrative:
(B)(4). The reported condition was confirmed and the device is currently in the process of being further evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem this pump. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary; the reported condition of a colleague infusion pump where channel a is faulty was confirmed during product evaluation. However, the root cause of the reported problem was not identified. Therefore, no repairs have been made at this time. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.

Event description:
The facility reported a colleague infusion pump with the reported condition "channel a is faulty". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 8:11:00.